Event description:
Oily substance on inner sterile wrapper, product not presented to sterile field. Another trocar was opened. Manufacturer response for 15mm optical trocar, (brand not provided) (per site reporter). Supply chain administration submitted a formal complaint to the supplier.